Manufacturer narrative:
Correction e1: additional information received indicate the initial reporter and address should have been dr. Ajay antony instead of dr. Mark oliver that was sent in initial report.

Manufacturer narrative:
Correction: section h6 the conclusion code submitted in final report should have been 18 rather than 19.

Manufacturer narrative:
Corrected data in section e2: change selection from no to yes that was inadvertently submitted in the initial report. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg became inoperable due to the patient not following the recharge protocol. As a result, surgical intervention took place on (B)(6) 2020, wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.